Manufacturer narrative:
(B)(4). It was reported that there was bladder rupture in a large volume infusor, not ¿broke¿ as originally reported. Baxter received one unit for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder were observed near the rupture line; however the cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(4). The lot was manufactured from june 27, 2014 to june 28, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection found no evidence of a broken membrane, though a ruptured bladder was identified. The reported condition was unable to be verified. The ruptured bladder will be captured and reported in a different complaint. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿membrane¿ of a large volume infusor broke. The reporter did not specify whether this component was the bladder. There was no patient involvement as this occurred before patient use. No additional information is available.